Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2021 as data was collected between 01jan2021 and 30sep2024. Author information: indiana university health, indianapolis, in; indiana university school of medicine, indianapolis, in; indiana university, indianapolis, in; iu health- methodist, indianapolis, in. Schenkelberg, l., pond, k., jafri, s., saleem, k., modi, s., ilonze, o., & rao, r. (2025). Evaluation of enoxaparin bridging protocol with adjusted inr goal in heartmate 3 left ventricular device recipients. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.956. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿evaluation of enoxaparin bridging protocol with adjusted inr goal in heartmate 3 left ventricular device recipients¿ that heartmate 3 may be associated with hemorrhagic stroke, gastrointestinal (gi) bleeding, and outflow graft thrombosis. Patients were maintained on warfarin anticoagulation with a therapeutic international normalized ratio (inr) range of 2-3. Traditionally, bridging with enoxaparin is initiated when the inr is < 2. Due to the reduced risk of pump thrombosis with the heartmate 3, the anticoagulation protocol was modified to start enoxaparin bridging when the inr =1.5. Retrospective chart review was utilized to evaluate the incidence of major bleeding and thrombotic events when bridging with enoxaparin at different inr thresholds between 01jan2021 and 30sep2024 at the indiana university health. There were a total of 62 patients with heartmate 3 during the study period. There were no differences in the incidence of gi bleeding events in the group prior to the enoxaparin bridging protocol change when compared to after the protocol change. There was a significant reduction in the incidence of hemorrhagic stroke after the bridging threshold was reduced. During the follow-up period, one incidence of left ventricular assist device (lvad) outflow graft thrombosis was noted after the bridging protocol was revised. This occurred in a patient with a history of gastrointestinal bleeding, who had a reduced inr goal due to the bleeding risk. At the time of the outflow graft thrombosis, the patient¿s inr was within the adjusted goal range. A demographics and outcomes table indicated that before the protocol change, n=13, and after the protocol change, n=18. Average age before the change was 60.85 with 9 male and 4 female patients. Average age after the change was 57.06 with 13 male and 5 female patients. Two hemorrhagic strokes occurred before the change, and zero occurred after. Seven gi bleeding incidents occurred before the change, and 8 occurred after. Zero thrombosis events occurred before the change, and one occurred after. Reducing the inr threshold for enoxaparin bridging to inr =1.5 resulted in a significant reduction in hemorrhagic strokes, while not significantly altering the incidence of gi bleeding. Additional follow up would be required to evaluate long term effectiveness.